Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had lost her external devices and had been unable to recharge the ipg. The pt scheduled an appointment with the physician, and it was reported the ipg was not responsive. Surgical intervention was to be undertaken at a future date to replace the ipg.